Event description:
Boston scientific received information that this device was returned after explant with no allegations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory two faults were found. One was related to cautery use during the explant procedure and the second was likely related to exposure to high heat when the device was sterilized in a high temperature sterilizer. The device had functioned normally throughout its time implanted in the patient.